Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at high outputs. An invasive procedure was performed. The lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Event description:
Additional information was received that a lead dislodgement was suspected, however, was not visualized under x-ray. The patient was not pacemaker and did not experience asystole as a result of the loss of capture (loc).